Manufacturer narrative:
Batch review performed on 24 january 2024: lot 1902813: (B)(4) manufactured and released on 03-july-2019. Expiration date: 2024-06-16. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with another similar reported event during the period of review. Additional devices involved batch reviews performed on 22 january 2024 gmk-primary 02.07.1204l tibial tray fixed cemented size 4 (k090988) lot 2246691: (B)(4) manufactured and released on 15-march-2023. Expiration date: 2028-02-26. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review. Gmk-primary 02.07.2004l femur std cemented size 4 l (k090988) lot 2215947: (B)(4) manufactured and released on 29-sep-2022. Expiration date: 2027-09-18. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 8 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components, performed a washout, and reimplanted permanent hardware. The surgery was completed successfully.